Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the phenomenon was reproduced. It was determined that ¿no image¿ was displayed due to a communication failure caused by a cable failure. The cause of the cable failure could not be estimated. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. The customer¿s allegation was confirmed, and the evaluation found that no image displayed on the monitor was due to a faulty cable. Additional findings were a faded label on the rear cover. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported that the 4k autoclavable camera head could not be connected to the camera. The camera head was also hard to connect to the connector/adapter and (cannot be connected) to the video system center. The issue was found during preparation for use for a therapeutic procedure. Upon inspection of the customer¿s returned device it was observed, no image displayed on monitor. This report is being submitted for the malfunction found during evaluation. There was no harm or user injury reported due to the event.